Event description:
The recent download from a male pt revealed several "battery pack fault" flags. Further review showed that these all occurred on the same battery pack. Support contacted the pt and replaced the battery pack.

Manufacturer narrative:
Device eval summary: device eval battery pack has been completed. One battery pack would not work because there was an unk substance inside the battery pack. One of the cells was corroded. The battery pack was scrapped. The root cause of the battery pack not charging was this unk substance. No adverse event occurred due to the defective battery pack. The pt received a replacement battery pack.